Manufacturer narrative:
(B)(4). Other remarks: n/a, corrected data: n/a.

Event description:
It was reported that "after placement, when starting the pump it showed a flattened helium curve, which caused the pump to keep giving a message 'kink in iab', so the pump did nothing. The x-ray images showed that part of the balloon deployed and the distal part did not deploy. So we had to remove the entire sheet with the balloon. The patient's hemodynamic required support so we placed a second iab which worked fine". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a 40cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. Returned with the sample was supplied 40cc inflation driveline tubing; no damage or abnormalities were noted to the returned inflation driveline tubing. Upon return, the distal end of the teflon sheath was at approximately 48.1cm from the iabc distal tip; liquid blood was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The distal and proximal portion of the iabc bladder was noted wrapped (or considered twisted); the middle portion of the iabc bladder was noted fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The bladder thickness was measured at six points with measurements ranging from 0.0065in-0.0067in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The cal key and fos were connected to the iabp. The cal key was recognized. The fos was connected and the iabp zeroed the iabc. The pump status displayed "ok" indicating the fiber is fully intact. The iabc central lumen was successfully aspirated and flushed using a 60cc lab inventory syringe. Some blood exited. The iabc was leak tested. During the leak test, the bladder did not fully inflate. The middle portion of the bladder had inflated but the distal and proximal portion of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab would not inflate completely is confirmed. During the investigation, the distal and proximal portion of the iabc bladder was noted twisted and the bladder would fully inflate or unwrap during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A corrective and preventive action has been initiated to further investigate the issue.

Event description:
It was reported that "after placement, when starting the pump it showed a flattened helium curve, which caused the pump to keep giving a message 'kink in iab', so the pump did nothing. The x-ray images showed that part of the balloon deployed and the distal part did not deploy. So we had to remove the entire sheet with the balloon. The patient's hemodynamic required support so we placed a second iab which worked fine". No patient harm or injury. The patient status is reported as "fine".